Event description:
Ous MDR - after an implantation period of about 38 months, it was reported that the ventricular impedance started to rise gradually from 585 ohms to > 3000 ohms in between 2 follow ups, resulting in a loss of capture. The lead was capped and left in the patient. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the pacemaker and x-ray images returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received pacemaker data were inspected. The data from the device interrogation on (B)(4), 2013 confirmed the rise of the ventricular pacing impedance mentioned in the complaint description. Trend data of the pacing threshold and sensing values were not available for analysis, therefore no observations can be made regarding their stability. The x-ray images were analyzed and did not show any peculiarity. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The inspection of the available data confirmed the clinical observation. Based on the analysis of the data, no conclusions can be drawn regarding the lead integrity. Should further information become available this report will be updated.